Manufacturer narrative:
No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that while setting the system up for registration the system shutdown/restarted itself twice. The first time the system had been on for about 10 minutes, it was in the software registration, the site turned away for a couple of minutes and observed that the system was back on the landing page. The second time the system was on for ten minutes, then the site noted that the system showed "no input detected" and the system started up without any user interaction. The site brought in another unit to finish the procedure. The delay was less than an hour. No impact on patient outcome.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system and confirmed that the computer was not working correctly. The computer was replaced and the issue resolved. A system checkout was performed and the system was working as intended. The computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The computer had a bad motherboard, the computer was retired from service but the internal components were saved for future use. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that while setting the system up for registration the system shutdown/restarted itself twice. The first time the system had been on for about 10 minutes, it was in the software registration, the site turned away for a couple of minutes and observed that the system was back on the landing page. The second time the system was on for ten minutes, then the site noted that the system showed "no input detected" and the system started up without any user interaction. The site brought in another unit to finish the procedure. The delay was less than an hour. No impact on patient outcome.